Event description:
The customer contact reported the device touchscreen does not respond when pressed, an abnormal fan noise, and s233 (over temperature psc) malfunction alarm codes. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found not to respond when pressed and an abnormal noise from the fan was noted. The probable causes for the customer complaints were a broken touchscreen assembly and a broken device cooling fan. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.